Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with normal operating currents. Insulin pump was monitored and no battery out limit alarms occurred during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he was unable to bolus because the keypad on the insulin pump was unresponsive. The insulin pump was exposed to moisture. The insulin pump was in the customer's pocket after he got out of the pool. Fluid was under the lcd screen. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.